Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was also reported that the lead was damaged during a coronary artery bypass graft procedure when laser lead extraction was carried out. The lead was explanted and replaced. No patient complications have been reported as a result of this event.